Manufacturer narrative:
H10: the actual device was returned to philips where the technician was able to replicate the customer's issue. The technician found the audio worked; however, there were speaker alarm and log messages due to corrosion on the system board. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device speaker malfunctioned, there is no sound. It was reported the device was not in clinical use.